Event description:
Device malfunction: in-stent restenosis. Time of symptoms/ae: after the procedure. Symptoms/ae: restenosis. It was reported that a pt was admitted for balloon angioplasty of an intra-stent restenosis of a previously implanted acculink (implant date unk). The physician attempted to place the accunet, however, the tip would not pass through the stent. It was decided to withdraw the accunet. The accunet guidewire tip became entrapped with the acculink or with the plaque. "The accunet catheter was advanced, the guidewire was introduced within the guiding catheter and the entire system was withdrawn without consequences to the pt". A spartacore was advanced and a catheter balloon was used to complete the procedure. No add'l info available.